Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and we could not specify the root cause of the peeled adhesive, however, it is probable that the defect was cause by external factors or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. We have confirmed that the inspection method for this issue is described in "chapter 3: preparation and inspection, item 3: inspection of the endoscope" in the instruction manual (operation section). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited peeling around the lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.